Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with ceftriaxone intraperitoneally (1g, frequency, route and duration not reported). The patient was eventually discharged from the hospital and reported to be recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).